Event description:
It was reported that an unspecified baxter pump containing the chemotherapy drug fluorouracil did not flow. The reporter stated that the clamp was open and the "cvk of the patient" was well functioning. There was patient involvement, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During follow up, it was found that the product involved was a folfusor. The patient shook the pump when it was not working and heard a noise that sounded like something falling into place. Device evaluation: the device was received for evaluation. Visual inspection found no signs of occlusion or abnormality related to the reported issue. The luer cap was removed and a functional test was performed on the distal luer of the device. Flow was observed through the distal luer and continued without stopping. No signs of a flow problem were observed. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.